Event description:
It was reported that the patient faced an event on 14-apr-2026 where the infusion set fell off and the tape always not sticking on the stomach as the patient is working most of the time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.